Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie drawer was jam, freeze and stay open and unable to close unless by turning off the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) identified that drawer main 3-2 had failed pockets. After troubleshooting, the fse determined that the drawer¿s retractor band was defective. The fse replaced the retractor band, and the failed pockets were successfully recovered. The pharmacy tested the drawer and observed no further issues. The drawer was also tested in diagnostics and functioned properly. The system functioned as intended after the field service engineer repaired the device.